Manufacturer narrative:
The customer¿s reported problem was confirmed. No device will be returned per customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/01/2007 to the present date 9/29/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device has a flash software issue. There was no patient involvement.